Event description:
The reporter stated the surgeon inserted a ticm125v4 collamer plate toric lens, and the lens was torn during insertion into the patient's eye. Lens was removed with no patient injury. The reporter stated the injector damaged the lens. Reporter did not have any information on the injector.

Manufacturer narrative:
(B) (4). (B) (4).